Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the device was returned. The outer catheter was separated from the distal metal tip and the edges were jagged and stretched in appearance. No other anomalies were noted to the returned device. Functional/performance evaluation: functional testing could not be performed due to the poor sample condition. Medical records review: no medical records were provided. Images/photos review: no images or photos were provided for review. Conclusion: the definitive root cause for the material separation could not be determined based upon the available information. It is likely the user perceived the material separation as the marker band not advancing during activation. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter.

Event description:
It was reported that during the fourth activation, the recanalization catheter marker band was allegedly not advancing in the sfa under fluoroscopy. The recanalization catheter was reportedly retracted without difficulty and another recanalization catheter was said to be used to complete the procedure. There was no reported patient injury.